Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11. One bone screw was returned and evaluated. Upon visual inspection there were wear marks under the head of the screw. There was positive material visible around the head of the screw. The length of the screw was taken for product ID which was found in conformance to the print. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the returned product evaluation. The device evaluation found the device to be bent/warped/twisted, which is not a reportable malfunction. Further, the event did not contribute to injury. Therefore, this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 00625006535 item name bone screw self tapping 6.5 mm dia. 35mm length lot # j7649435. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that one of the 35 mm screws was defective and could not be implanted. Unsure which of the 2 lots contained the defective item. There is no additional information available at the time of this report.